Event description:
The patient reportedly experienced loss of sound. External equipment was exchanged and programming adjustments were attempted. This did not resolve the problem. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.